Event description:
The pump was returned for recurring loss of prime. Investigation revealed that the force sensor was out of calibration and that the force sensor resistance measurement was out of specification. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the pump did not recognize the cartridge and a "no cartridge detected" alarm was emitted. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. There was evidence of green contamination observed around the force sensor assembly. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. (B)(4).